Event description:
It was reported that a cartridge alarm 30 intermittently occurred during basal delivery with multiple cartridges. Customer¿s blood glucose level was 191-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.